Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends based on the above a CAPA is not required at this time. DHR was done with no defects noted. Investigation conclusion: qn review: one notification was written for hub damage for batch 5211675. All affected product was scrapped. One notification was written for low lube solids for batch 6299703. The affected product was accepted on deviation. DHR review: batch 5239642 - assembly batch 5149541 had 60 visual inspections performed on 3,150 parts with zero defects noted. Assembly batch 5211675 had 55 visual inspections performed on 2,900 parts with zero defects noted. Batch 6339776 - assembly batch 6299703 had 35 visual inspections performed on 1,900 parts with zero defects noted. Investigation results: unable to complete without samples or photos. Possible root cause: unable to complete. Investigation results: unable to complete without samples or photos. Root cause description. Possible root cause: unable to complete.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that a 27 g x 1/2 in. Bd precisionglide¿ needle detached during use resulting in loss of medication. There was no report of injury or medical intervention.